Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant limb was implanted in an unknown endovascular procedure. It was reported that during the index procedure, the barcodes on the devices box could not be used at all. The cause of the event was not reported. No additional information were provided and the patient is fine.